Manufacturer narrative:
Suspect device received on january 28, 2022 device evaluation completed on january 31, 2022: additional information received with the device indicated that the patient surgery on (B)(6) 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the contour profile high gel - lumera 345cc breast implant had parallel lines of shell wear on the anterior aspect. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor contour profile high gel ¿ lumera, breast implant experienced "breast implant prophylactic" postoperatively. The report indicated that the patient is concerned regarding recent issues with gel textured implants and would like to be replaced with smooth gel implants instead. No complications reported. This report relates to the left prosthesis.